Event description:
Additional information from the patient reported that they replaced the batteries and this resolved the issue of the device not helping with symptoms.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since (B)(6) 2016 their device doesn't help. The patient will call back once they have the appropriate batteries for the programmer. There were no symptoms related to this event. Indication for implant is fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient's spouse. Patient has experienced a loss or change of therapy. Caller said the patient wants the device removed because it is a hassle to put up with and the patient has to take pills for diarrhea anyways so the patient doesn't need it anymore. The device "might have helped" at the beginning, but then it stopped. Patient reported it is not working like it should have, they are having diarrhea all the time. Caller mentioned they had to replace patient programmer (pp) batteries and it is too much of a hassle. Patient talked to their primary healthcare professional (hcp) about the event, but the hcp doesn't work with this company's devices. It was recommended for the patient to reach out to the hcp who implanted it. A physician listing was sent to the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient's spouse. Caller states patient has a doctors appointment on the 30th of this month with the hcp. Caller states that patient wants the device taken out because it is to complicated and they do not want to fool with it anymore. Caller states they do not want to keep driving to the hcp either. No further complications were reported.